Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. In the evaluation of olympus repair center the following was confirmed; the printed-circuit board of the device was defective. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by accidental failure of the printed-circuit board. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the device did not start up. There was no report of patient injury associated with this event.